Event description:
It was reported that when the nurse used the suction tracheotomy tube and accessories for intubation, she found that the inflation tube could not be inflated and could not be used normally. After the discovery, she immediately replaced it with a new suction tracheotomy tube and accessories. After the replacement, the inspection showed no abnormality, and it was used normally. There was patient involvement and no patient harm/adverse event reported. The sample is not available for return as the product has been discarded by the hospital.

Manufacturer narrative:
H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. Because the product fault was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with the instruction for use. Unfortunately, without the sample we are unable to determine the true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.